Event description:
Reporter indicated a vns patient had generator replacement surgery due to end of service and the explanted generator was returned for product analysis. Analysis confirmed the battery was depleted. The depleted condition was expected based on the battery life calculation, the electrical test results and the bench evaluation. Supply current pulsing was over the limit. Analysis indicated that during manufacturer of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to functional specifications. The out-of-limit supply current pulsing could potentially be a contributing factor to the end-of-service condition; however, results of the battery longevity prediction confirm that the end-of-service condition was an expected event.